Event description:
It was reported that during a da vinci si prostatectomy procedure on (B)(6) 2013, a piece of the cable on the bipolar forceps instrument snapped off and fell into the patient. The broken piece was retrieved; however, it is unknown how the fragment was retrieved. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned to isi for evaluation. It was noted that the allegation of the snapped cable was confirmed; however was not replicated. The pitch cable was broken at distal end. The cable segment that contains the crimp is missing from the clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. Instrument pitch cable was broken -potential fragments. The electrical continuity passed. No other damages were found. Isi received additional information from the site and obtained the following information: the instrument was inspected prior to use. An hour of using the instrument, a piece of wolfram wire fell into the patient. The surgeon had the subject instrument in the left hand grasping tissue to support cutting with hotshear in the right hand when a piece wire fell into the patient. The instrument did not make any contact with another instrument during the surgical procedure. The fragment was removed by a da vinci assisted laparoscopic setting. The surgeon did not need to open the patient to retrieve the fragment. No additional surgical procedure was required to remove the broken fragment. No post-operative test was needed. The patient was not injured according to the site and the patient has not returned back to the hospital due to the alleged issue.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.